Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was too hard to press. Hemostasis was achieved by manual pressure. There was no reported patient injury. The 5f exoseal was being used along with a 5f non-cordis sheath after superficial femoral artery (sfa) treatment. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, no previous closure of the target femoral site with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance/friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was not fully depressed and flushed against the handle. When depression of the button was attempted, the button would not depress at all. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The indicator window did not show any red color during retraction. The physician tried to deploy the product outside the patient's body (indicated as black and black) and was able to deploy it with more force than usual. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18399230 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot: 18399230 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was too hard to press. Hemostasis was achieved by manual pressure. There was no reported patient injury. The 5f exoseal was being used along with a 5f non-cordis sheath after superficial femoral artery (sfa) treatment. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, no previous closure of the target femoral site with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance/friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was not fully depressed and flushed against the handle. When depression of the button was attempted, the button would not depress at all. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The indicator window did not show any red color during retraction. The physician tried to deploy the product outside the patient's body (indicated as black and black) and was able to deploy it with more force than usual. The device was discarded and cannot be returned.